Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Initial reporter phone no: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent . The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with meropenem injection (500mg with each bag, intraperitoneal), amikacin injection (100mg with each bag, intraperitoneal) and vancomycin injection (1gm, weekly, 2gm) for peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the cause of peritonitis was unknown. The patient has recovered from the events and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted